Manufacturer narrative:
Section a3, a4: patient gender and weight were requested but not provided. Section h8: additional information. Investigation conclusion: the reported event of green fluid in the 14v battery clips was confirmed. The 14v battery clip (lot number: 35151980212-a) was returned for analysis, but no log file was submitted for review. No functional testing was performed due to the dried green fluid and burn marks on the contacts observed on the interior of the battery clip. The root cause for the green fluid in the 14v battery clips was conclusively determined to be from the 14v li-ion batteries; however, the root cause for the green fluid coming from the 14v li-ion batteries, was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: the date the device was assigned to patient is unknown. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient reports green fluid leaking from batteries and into clips. The patient also noticed a "burning smell" coming from batteries. Green crust and burn marks also noted on battery contacts. The patient was given new batteries and clips. No additional information provided.